Event description:
The facility and the conmed representative reported issues with the 5mm laparoscopic probe switchable handpiece item # 160656, lot unknown, that (B)(6) medical center experienced on (B)(6) 2021. Information received only indicated that black covering at distal end of handpiece came off during case. It is indicated there was no impact or injury to the patient and the procedure was completed (with no alternate used). Additional information received indicates the black covering / sheath detached during use in a liver transplant procedure. The entire distal end (closest to patient) detached from the handpiece itself, but the wiring was still attached. There were no partial pieces that fell off and nothing fell into or needed to be removed from the patient. Settings were that for a liver tissue; cut/coag 40 and argon 150. No other information was made available at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that use of the handpiece without gas flow may cause severe tip damage. Make certain the abc connector is fully seated into the gas supply receptacle and make sure the gas supply hose does not become kinked or crimped. (Always test for gas flow prior to surgical use by activating the handpiece and directing the active tip toward pooled fluid. Appropriate gas flow will result in fluid dispersion prior to establishment of argon beam.) Before use, inspect the cord insulation and handpiece integrity and condition. If damaged, chipped, cut, or nicked, do not use the handpiece/probe. Keep the handpiece and cord away from sharp objects that may cause damage to insulation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The facility and the conmed representative reported issues with the 5mm laparoscopic probe switchable handpiece item # 160656, lot unknown, that umass memorial medical center experienced on (B)(6) 2021. Information received only indicated that black covering at distal end of handpiece came off during case. It is indicated there was no impact or injury to the patient and the procedure was completed (with no alternate used). Additional information received indicates the black covering / sheath detached during use in a liver transplant procedure. The entire distal end (closest to patient) detached from the handpiece itself, but the wiring was still attached. There were no partial pieces that fell off and nothing fell into or needed to be removed from the patient. Settings were that for a liver tissue; cut/coag 40 and argon 150. No other information was made available at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.